Event description:
It was reported that the ventilator generated technical error codes indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. Based on technician statement, technical error codes indicating power errors were caused by malfunction of the control printed circuit board. Defective part has been replaced. The issues with technical errors have been resolved. Control circuit board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. Review of the device's logs confirms occurrence of the reported issues. Moreover, internal test failure was noticed during review of the provided logs, which could be consequence of the malfunction of the claimed part. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
A correction of fields # d1 brand name, # d4 version or model # and # e1 event site address were required. D1 ¿ brand name - previous brand name: servo-air, corrected brand name: base unit, servo-air. D4 ¿ version or model # - previous version or model #: servo-air, corrected version or model #: 6882000. E1 - event site address - previous event site address: (B)(6).